Event description:
It was reported that the device was running without the trigger being pressed. There was no patient involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was not verified, as the device would not run at all. The root cause is a poor wire bond that can lead to insufficient starting torque or intermittent operation due to false current limiting by the e-box.